Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the procedure, it was found that the catheter shaft was bleeding and had a leak. It was also stated that it was leaking at the junction of the bifurcate and the catheter. The catheter was repaired. Weigaozhi was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was treated prior to the product placement. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: (B)(6) medical conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one extension tube, with visible signs of use. The returned device was clamped and flushed with water, revealing a pin-hole leak in the venous extension line. It was reported that there is a hole in the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue occur when the catheter came into contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all (B)(6) medical quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.